Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting 0 flow. The user had disconnected and reconnected the arctic gel pads using proper technique, but there was no improvement in flow. Ran diagnostics and the flow was in 2 l/m range, inlet pressure was -11 psi with the circulation pump command as 60%. The user reconnected one pads and no flow at connector site. They did not have another device. Advised them to change arctic gel pads but could not guarantee that would fix the problem. Asked nurse to save the current arctic gel pads. Called back 30 min later and now getting good flow. Also gave field assurance number to send back pads.

Event description:
It was reported that the arctic sun device was getting 0 flow. The user had disconnected and reconnected the arctic gel pads using proper technique, but there was no improvement in flow. Ran diagnostics and the flow was in 2 l/m range, inlet pressure was -11 psi with the circulation pump command as 60%. The user reconnected one pads and no flow at connector site. They did not have another device. Advised them to change arctic gel pads but could not guarantee that would fix the problem. Asked nurse to save the current arctic gel pads. Called back 30 min later and now getting good flow. Also gave field assurance number to send back pads.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The DHR and manufacturing reviews could not be completed due to no lot number provided. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.